Manufacturer narrative:
One (1) 0036280 1/4" x 6' suction tubing was returned for evaluation of "insufficient heatseal." A visual inspection revealed that the package had an open pouch with no adhesive transfer. The packaging lab evaluation showed the device was not in the seal area during the sealing process of the form, fill, and seal machine but close enough to affect the ability of the machine to create a seal. It can be concluded that the device was not caught in the seal area because there was no adhesive transfer apparent on the tubing. This complaint is confirmed for breach of sterility. The device was manufactured 1-september-2015. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing 14,750 units only this one complaint has been received. A 2-year review of device family history revealed 30 complaints involving 74 devices of which 68 were confirmed or pending evaluation of "insufficient heatseal." During this same 2-year time frame over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. This failure mode has been addressed in the risk documents. To date, there have been no long term adverse effects reported for any of these reported problems, however, an investigation has been initiated to prevent further occurrences. The reported packaging anomalies were obvious to the distributor, prompting return of the devices for evaluation. Good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was completely open and would prompt the end-user to discard and obtain a sterile package. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(4), one (1) 1/4" x 6' suction tubing package was discovered to have an "insufficient heatseal." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.